Event description:
During hemodialysis treatment, routine recirculation study samples were taken. The pump was turned off and samples were taken through the arterial and venous injection sites with either an 18g or 22g needle. The arterial injection port did not properly seal and a small amount of blood was noticed leaking from the port. The arterial line was discarded without returning blood to pt from that portion of the extracorporeal circuit resulting in estimated blood loss of 81cc. A new arterial line was set up and treatment continued with no further incident. No intervention was required.